Event description:
During chemo, device swelled up so patient was referred from outpatient center back to facility for assessment and removal. Upon removal, unable to retrieve tip so referred to radiology where remaining catheter was removed.